Manufacturer narrative:
Balt USA reference (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this compaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. The unit with the label discrepancy has been returned to balt USA under rga 1657. The reported label discrepancy is confirmed, with the pouch label indicating the expiration date "2026-08-19" and the shelf carton indicating the expiration date "2026-08-17". After interviewing the production manager, it was revealed that at times the warehouse can damage a carton and ask production for a new carton with a reprinted the label. This activity was immediately halted pending further investigation / corrective action. The root cause of this discrepancy can be traced to an undocumented rework for a damaged carton, where the label that was reprinted including inaccurate information. The incentive to quickly push through product and circumvent slower operations (process deviations), exasperated this situation. To correct the issue, rework manufacturing documentation to allow for carton rework without a process deviation was implemented. No additional complaints against lot number f210800555 have been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: ""hello. Hereby, I would like to inform you that we found the product with label remarks different ubd with it displayed on outer box during incoming inspection for ship no. The ubd displayed on outer box was 08/17/2026, the ubd displayed on sterilized package was 08/19/2026, although there were 34 the other boxes with lot number f210800555 included the shipment, all of their inner package has correct label with same ubd (08/19/2021). So we think it might trouble to labeling when box reworking." Incident report form received for this complaint indicated no patient injury was sustained.